Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, it was noted that the electrocardiogram (EKG) did not match up exactly with the bi-ventricular pacing in the operating room. The device was successfully implanted and the patient was in stable condition.